Event description:
Boston scientific received information that during a routine device replacement, this right atrial (ra) lead exhibited high out of range pacing impedance measurements, decreased sensing and no capture. The physician elected to leave the lead implanted and program the device to ventricular only therapy. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.